Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot (B)(4) was reviewed. No nonconformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar complaints were noted.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient who was injected subdermally with a total of 1.5 ml of radiesse into nasolabial folds on (B)(6) 2016. The batch number was reported as (B)(4) and the catalogue number was reported as 8071m5k1. The patient had no previous treatments with dermal fillers. The patient was a non-smoker. The patient's medical history and concomitant medication were reported as none. Soon after radiesse injection on (B)(6) 2016, the patient had no evidence of edema, tingling, bruising and swelling. On (B)(6) 2016, the patient experienced edema and hematoma. On (B)(6) 2016, the patient experienced the field of necrosis of 0.8 x 0.8 cm at the edge of the nose. The official diagnosis from the injector was thrombosis of the facial nerve and necrosis. Corrective treatment was started immediately until (B)(6) 2016 and it included nitroglycerine spray, antibiotics for prophylaxis, traumeel c, intramuscular dexamethasone and intravenous trental. On (B)(6) 2016, epithelization occurred and there was small epithelized field of 0.3 x 0.2 cm. The outcome of the events was reported as fully resolved on (B)(6) 2016. In the opinion of the reporter, the event of necrosis was of mild intensity, not life-threatening, not permanent and related to radiesse. Follow-up information was received on 16-may-2016: it was confirmed that the patient fully recovered on (B)(6) 2016. During the last follow-up visit, on (B)(6) 2016, no clinical evidence of adverse events was found.